Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The dilator was also received. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the procedure, the introducer was placed into the patient and air was aspirated. When air aspirating work was performed, it was noted the air was aspirated all the time. It was attempted several times, but the issue persisted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.